Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had issue with sensors. Customer stated that there was a gap in sg (sensor glucose) and bg (blood glucose). Customer sensor reading was 46-50 mg/dl and actual bg was 91 mg/dl. Insulin delivery was not suspended due to sg vs bg difference. The difference between sg and bg not within the target range. No harm requiring medical intervention was reported. The customer would discontinue the use of the sensor, and the device would be return for analysis.